Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced mesh eroding through the vaginal mucosa. The patient experienced temporary discomfort and underwent reoperation on (B)(6) 2012 with debridement and mucosal cover. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.